Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 20211, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported that they changed the implant and the charger and their inside was loose after losing inches.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported the patient (pt) had weight loss and this altered the placement of the ins, the ins no longer pressed flat against the pts' skin, and is a bit tilted. It is now difficult for the patient to get in a proper position to charge. Pt re-educated on charging and pt has been charging properly using the belt, but the position of the ins often results in "poor recharge quality." The ins was interrogated and impedances were normal. The hcp was notified and told the rep they would speak with the pt to decide if they will go through with a revision and/or replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported their implant is not charging and they are in pain in their low back. Patient stated they had a lower back surgery and they don't know if it's the battery or the surgery. Patient service attempted to walk patient through resetting their equipment and checking for damage but patient stated they tried many times and it never worked. It stated that controller would connect, and they "have a connection" but they can't charge. Pt mentioned they had a girl help them long time ago, and it worked for a while but it stopped, agent did not understand if that was a mdt rep. Pt asked for hcp on file, agent provided info. Agent offered hco list as pt was not sure if current hcp can meet them, agent mailed list of hcp. Pt stated issue has been going on for 3 years and they were able to walk fine, but now they are in pain and have to do a CT scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they confirmed that they will be going to a different doctor to have the device replaced. They didn't clarify what the cause of the inability to charge and the cause of the pain was.

Event description:
Rep reported that pt continues to have difficulty charging and reports a recharge session example from last week going from 20% to 50% in 1.5 hours on "fair" coupling. Tss reviewed recharge coupling, and mdt rep indicated that because of the tilted ins and recharging difficulty, pt's hcp was planning to proceed with a pocket revision. The patient has lost weight since the device was implanted. This loss of weight has caused her ins to tilt inside the pocket, making it difficult to charge. The patient has lost a significant amount of weight that is making it challenging to charge. The coupling recharge log was checked at this appointment, and the quality of the charges were fair. The duration of each charge was normal for fair. This shows that the patient is having difficulty charging based on the orientation of the battery in the site. Impedances were also normal. The physician said he would speak to the patient about a potential revision/ replacement. Somewhat, the plan on how to resolve the issue, potential revision/replacement, is underway.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that today notes being made aware of the pt's charging issues today and the pt reports that charging difficulty has been occurring for two years (event date of poor charging). Today the caller reports trying to charge the ins but is getting passive charge screen that will then show screen 75 and then reverts to screen 16. Agent advised that the caller could continue to try passive recharge but based on the fact that the ins is flipped, theins was tilted in the past, etc. The caller should consider having the doctor evaluate and consider doing some imaging to determine what the next steps are (possible revision). Caller mentioned the pt is in pain (presumably because pt does not have therapy).

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was battery replacement prior to eos. Patient had difficulty charging because of how the battery was implanted (implanted horizontally). They replaced the battery with a non-rechargeable one. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep said she spoke with patient's doctor today and they are planning to revise patient's implant due to difficulty with recharging. Rep said they met with patient on dec. 7th and they had to push hard on the recharger paddle to get a good connection. Recharge data show patient can't get beyond 30% charged at times. Patient had lost some weight and the implant is tilted in the fold of patient's skin. Rep didn't know patient's weight or when recharging issue started. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.